Manufacturer narrative:
Investigation summary: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause:can not determine with customer returned product. Source: phone.

Event description:
Customer reporting 1 asymptomatic false positive sars result. Customer communicated result was confirmed negative by pcr.